Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 703:00, however the root cause could not be determined. The user interface module printed circuit board was replaced as a precaution to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump which experienced failure code 703:00. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention occurred. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.